Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient had noticed that every once in a while when they go to turn their stimulation off when they are going to drive out and then turn it back on when it's safe, the controller will give them no device found on screen. Patient added the issue had been happening for several months and it's getting a lot worse. Patient mentioned also that they are not feeling the stimulation in the right area; their right side will have constant pain. Patient confirmed that their left stimulation works okay; they would have cramps and would feel hurt but later will be okay. Patient added because of the stimulation not working on their right side they had fallen a couple of times but there's nothing serious. Patient added they would not feel the stimulation sometimes after charging the implant and mostly after they turned their stimulation back on; 2 out of 5 times they will not feel the stimulation on their right part. Patient said they sometimes turn off the stimulation at night but mostly when they're charging, and driving. Patient confirmed that they have tried changing their therapy groups and settings but the issue will still happen occasionally. The patient was redirected to their healthcare provider and representative to further address the issue. Upon further review, patient mentioned sometimes they would wake up because their whole body was vibrating and they turned the stimulation off. Patient is using a crane which helps them to balance.

Event description:
: Additional information was received from the manufacturer representative (rep). It was reported that there were low impedances/sh orts. Connection check all green electrode 0 480 electrode 4 620. Unrelated to stimulator patient reports his balance has been getting progressively worse, and he tripped frequently and has fallen a few times. There was pain at the ins site. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep stated the patient was instructed to reach out if there were any other issues and they haven't heard back so rep is assuming patient is doing well with the updated programming. Additional information was recieved from the patient. Pt called reporting same events already reported. Pt states he met with a medt ronic rep maybe a month ago who did some adjustments. Pt states since adjustment the ins doesn't hold a charge and the stim is again in the wrong location. Agent reviewed to try different groups and pt states already did this and adjusted the stim. Agent redirected to their health care provider.

Event description:
A manufacturer representative (rep) met with patient on (B)(6) 2025. Upon interrogation of device, impedances were discovered on electrodes 0 and 4. Mdt representative programmed around impedances. No further information has been discovered at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep on 2025-sep-16. The rep reported they met with the pt on (B)(6) 2025. The rep determined that the battery charge was not lasting because the pt was turning the intensity up higher because they wanted to feel stimulation. The rep confirmed that the charge was lasting as expected based on usage and settings and had no concerns about the product. The rep noted that when reprogramming was performed, the traditional low energy programming was used and the pt had confirmed all pain areas were being covered and the pt was happy. The reported issues have been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Impedance value of 10 was observed on electrodes 4 and 0. Additional information was received from the rep. Rep reports the cause of the high impedances was not determined, and they are unsure if the issue resolved but will reach out to the patient to follow up. Rep reports the latest information from the patient's managing physician was regarding an x ray taken showing "left-top of t7; right-top 2/3 of t8".